Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure it was noted the guidewire failed to be inserted into the right ventricular - rv lead. The rv lead was not used and was replaced. The patient was stable throughout the procedure.